Manufacturer narrative:
Hospitalization checked

Event description:
Customer reported the blood glucose (bg) was in the low 300s mg/dl and due to diabetic ketoacidosis (dka), the customer was admitted to the hospital on (B)(6)2018. The customer was treated with an insulin drip and had blood work performed. The customer was discharged on (B)(6)2018 with the bg/dka resolved. The cause of the event was due to a kinked cannula. The type of infusion set was not reported.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to a "bad insertion site", the customer was taken to the emergency room (ER) for diabetic ketoacidosis (dka). Tandem technical support assisted the customer with turning the pump off. No additional information was provided. The type of infusion set used was not provided. Although requested, additional information was not provided.